Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight is (B)(6). (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2016, the patient presented with a free perforation in the left anterior descending (lad) coronary artery. A 3.5x19 rx graftmaster was deployed with a maximum pressure of 12 atmospheres, but it did not seal the perforation. The site reported that there was no device issue and, in the opinion of the physician, the graftmaster did not cause or contribute to patient death. However, the patient expired the same day due to perforation and cardiogenic shock. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Although the physician commented that the graftmaster did not cause or contribute to the patient death, the reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. In addition, it was reported that the graftmaster was deployed with a max pressure of 12 atmospheres (atm). It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use states: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU specifies the nominal rated burst pressure is 15 atm.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: it was later noted during case review by the site that the perforation did not seal because an unspecified wire was found in the pericardial space, which was not seen during the case and reportedly prevented the perforation from being sealed. Reportedly, no additional attempts to seal the perforation were made after deployment of the 3.5x19 rx graftmaster due to the rapid decline and subsequent expiration of the patient on the same day, following placement of the graftmaster. The graftmaster, reportedly, did not exacerbate, cause, or contribute to the perforation. No additional information was provided.